Event description:
A customer reported his blood glucose meter would not turn on when a test strip was inserted into the port, and as a result, he was unable to test. The customer reportedly experienced blurred vision and loss of consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
During the troubleshooting survey, it was identified by adc customer service that the customer was attempting to use incompatible test strips with the meter. Adc customer service educated the customer about test strip compatibility and replaced the product. No investigation is necessary. This is the final report.